Event description:
It was reported by the customer "implanted device for the administration of chemotherapy, blood products, supportive therapy and blood samples. Approximately 1 month after implantation, there is fluid leakage from the end of the catheter during infusions." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3713 showed twelve other similar product complaint(s) from this lot number.